Manufacturer narrative:
(B)(4). D10: biolox delta fem head 12/14 28mm +3.5mm. Item: 00877502803. Lot: 3235672. The location of the device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the bi-polar shell would not seat into the liner and head construct. No patient harm or impact reported. It was confirmed that no further information could be provided.